Event description:
Additional information was received from a manufacturer's representative. It was reported on (B)(6) 2016 that to combat the lack of pain relief the patient's fentanyl dosage was increased from 750 ug to 900 mcg/day. It is still to be determined whether this resolved the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml fentanyl at 770.4 mcg/day via an implantable pump for spinal pain. It was reported that the patient was not getting pain relief. The hcp was not sure if there was an issue with the catheter, so they were going to do a (B)(6) study through the catheter access port (cap). It was further reported that the patient would get some relief for a short time after increases, but then it would dissipate. The hcp was thinking it could be a catheter fracture. The event date was noted to be (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The healthcare provider (hcp) was able to draw back 3 ml of drug and csf through the catheter access port (cap), indicating that the catheter was patent. Dye was injected and there was no indication of any fractures or disconnection. The catheter was then re-primed and therapy was reinitiated at the end of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.